Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) undersensing information, oversensing associated with the rv lead, pacing capture threshold in the right ventricle was elevated and the impedance on the rv pacing lead was beyond the expected upper range. It was noted there was an atrial tachycardia (at) and atrial fibrillation (af) episode #74 recorded on (B)(6) 2016 showing intermittent undersensing on the ventricular egm; at/af episode #86 recorded on (B)(6) 2016 showed intermittent electromagnetic interference (emi) on egm, which started and stopped abruptly but was not inappropriately sensed. The rv pace bipolar impedance was steady at 360 ohms through (B)(6) 2016, then begins to gradually rise and plateaued at approximately 2000 ohms starting (B)(6) 2016. A rv polarity switch occurred on (B)(6) 2016. It was added weekly capture management weekly trend data showed threshold measurements variable from 0.875v up to > 2.5v throughout trend data; there was an observation for high rv threshold on (B)(6) 2016.

Event description:
It was reported that during a follow-up interrogation, a right ventricular (rv) lead polarity switch was observed and it was noted t here had been a gradual increase in rv lead pacing impedance following a magnetic resonance imaging (MRI) the patient had received a few months prior. It was also noted that the patient had a variable rv threshold prior to the MRI and a change in the rv capture threshold had been observed since the MRI, including a high threshold alert that had triggered a few months following the MRI. In addition, there was rv oversensing that had started and stopped abruptly. The lead was tested with provocation, which showed undersensing of the r-wave through pectoral muscle activation. The rv lead sensitivity was reprogrammed and the patient was provided with a home monitor and will continue to be monitored closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.